Event description:
A surgical technician reported that an intraocular lens (iol) came out of the injector too fast and punctured the capsular bag. Additional information was received from the surgeon, who reported that constant stead pressure was used during the injection and the lens was delivered too fast. A iol was placed in the sulcus. The surgeon reported the event was expected to resolve without treatment and the patient appears stable. The patient did have an elevated intraocular pressure following the surgical procedure.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 07/21/2011 and 07/25/2011 by fax and mail. A completed questionnaire was received on 07/26/2011. (B)(4).